Manufacturer narrative:
Product support followed up with the customer and was informed that the power management board (pm) was replaced, and that the issue is resolved. There were no other concerns from the customer. Upon further investigation, the complaint indicates that the device was not in use. It also states that it was not on a patient with no patient harm. Therefore, this complaint no longer meets reportability requirements.

Event description:
The customer reported that the unit won¿t shut off. The customer reported that the unit was not in use on patient. The customer contacted product support and stated that the unit does not shut off when on screen prompt is pressed. They tried using green check on nav ring and on battery only and ac power only, but problem persists. It was recommended trying a new power management (pm) pcb or user interface (ui) pcb. Part numbers were provided.